Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The vibra does not function. The vibra slipped out of the holder and touched the force sensor (holder wall). An external mechanical influence (hard impact / drop) caused the damage.

Event description:
Patient reported the vibration alert on the infusion device is defective. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.